Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as perforation of the iliac vein occurred during device use. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The steerable guide catheter (sgc) was inserted with some resistance felt; however, this was no more resistance than normal. During this insertion, a perforation was noted in the right iliac vein, approximately one inch from the bifurcation of the inferior vena cava. As there was no stent large enough to cover the perforation, the 16 french dilator of the sgc was used for compression to help occlude the bleeding. The bleeding was well controlled and there was no hemodynamic compromise. The case was abandoned. Mr remained at grade 4 with no mitraclips attempted. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effect of vessel perforation or laceration, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of perforation appears to be related to procedural conditions and due to steerable guide catheter (sgc) advancement. The additional therapy/non-surgical treatment was a result of case-specific circumstances as a 16 french dilator of the sgc was used for compression and help occlude the bleeding. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.